Event description:
Surgeon reported an untreated area after lasik procedure, on one eye. Further information received shows patient's ucva is 20/20, without complaints. The untreated area was noted to be outside the visual axis. More information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).